Event description:
A customer reported that his adc meter turns on with button but not with test strips and as a result of being unable to test, experiencing a loss of consciousness and symptoms that were described as "dizziness, confusion, and irritability". The customer reported self-treating with "glucose shot" and denied third-party medical intervention. During troubleshooting, customer acknowledged having a pre-existing seizure disorder. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).